Manufacturer narrative:
(B)(4) additional procedures are not specifically labeled in the IFU. (B)(4) endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Final angiography revealed type ib endoleak of unk etiology. Endoleak resolved after embolization of right internal iliac and placement of three zenith iliac legs and another MFR's stent. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with incision of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was suitable for the procedure although the infrarenal neck was bent. One main body graft and two iliac leg grafts were placed as labeled. In (B)(6) 2011, aneurysm enlargement was confirmed during f/u, and the physician suspected a type iii endoleak at the ipsilateral (right) overlap site. On (B)(6) 2011, angiography was performed and it turned out to be a type I endoleak at the distal end of the ipsilateral (right) iliac leg. The right iliac leg was embolized with coils and three flex iliac legs were added. Then another MFR's stent was placed around the distal end of the ipsilateral limb as the external iliac leg was severely bent. Resolution of the type I endoleak was confirmed. Pt is improving.